Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure high thresholds were observed and repositioning was attempted of the leadless implantable pulse generator (ipg). The tether of the delivery system (ds) was pulled strongly causing the leadless ipg to exhibit sight exposure when the deflection button was operated. The delivery system was removed to relieve the tension on the tether. On the third attempt during contrast imaging the leadless ipg became exposed from the cup and was calmly repositioned back into the cup and it was suspected that the tether was still under strong tension. The ipg system was removed again to relive the tension on the tether again and it was observed that the deflection button on had become loose. It was confirmed that pulling the deflection button completely disengaged the lock on the expansion button, causing the leadless ipg to become exposed and resulted from internal damage to the delivery catheter due to excessive tension on the tether. The leadless ipg ds was attempt not use and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra-delsys d4: model #: mc1avr1-delsys serial#: (B)(6), d9: yes, return date: 16-04-2025 h3: yes dev rtn to MFR? Yes product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the bond of the inner boss of the delivery system released from the inner shaft. The articulation of the delivery system was out of plane. The lumen of the delivery system was torn. The inner boss of the delivery system was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.